Event description:
It was reported that the customer experienced a low blood glucose (bg) level of "low" and "high"; although specific values were not provided. Customer consumed carbohydrates to address low bg and correction bolus via pump was delivered to address the elevated bg. Suspected cause was due to the customer¿s settings requiring adjustments. Customer updated their pump settings to address the event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.